Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: visual inspection found no damage to or peeling of the keypad. The okay key was not responsive. The down arrow key was intermittently responsive. The up arrow and contrast keys were fully responsive. The keypad cover was removed and moisture corrosion was observed under the down arrow and okay keys contacts only. No evidence of contamination was observed on any key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.